Event description:
It was reported that the patient presented in clinic with bradycardia resulting in shortness of breath and fatigue. The patient's right ventricular leadless pacemaker was failing to capture. X-ray revealed dislodgement of the patient's lp. The lp was retrieved from the patient's right femoral vein and then replaced. The patient was stable.